Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The doctor stated this is a ¿great case! The iol is well centered. However, the patient complained of blurry vision and trouble driving at night, bothered by glare from car headlights. The patient¿s pre-op dilation was reported as borderline poor. Their pre-op refraction was plano to 0.25 x 110, 20/30 -1. Post-op results -175 sphere. 20/60. The iol was subsequently explanted. No further information was provided.

Manufacturer narrative:
Section a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2024, respectively. Section h6- health effect - impact code: 2140 is being used to report glare. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released according to specification. No nc/ER was found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.